Manufacturer narrative:
(B)(4).

Event description:
An valiant stent graft system were implanted for the endovascular treatment of a 5.5 cm diameter fusiform thoracic aortic aneurysm in zone 1. The diameter of the non-aneurysmal proximal neck measured 41 mm. The length from the top of the arch to the proximal aneurysm measured 22 mm. The diameter of the non-aneurysmal distal neck measured 36 mm. It was reported that one of the stent graft was implanted at descending aorta and the other one was implanted at just below the brachiocephalic artery. Endoleak was confirmed however it was unable to determine whether it was type I or type IV endoleak. Touch-up was carried out for the proximal side; left subclavian artery was intentionally embolized. The procedure was completed. Then, on a post-operative follow-up done, a slight amount of endoleak was confirmed to flow into the aneurysm. Though it might be type ii endoleak, the endoleak was not confirmed by angiography after embolization of lsa, therefore, it would probably be proximal type I endoleak. Per the physician, the seal zone did not have enough length so there was a possibility of type I endoleak occurrence. It was unable to determine whether it was type I or type ii endoleak at this moment. It was unable to determine if the endoleak was caused by th e stent graft. Per the physician, the devices seemed to have no influence on this case. No additional clinical sequelae were reported and the patient is being monitored by physician.